Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the customer experienced high blood glucose. It was stated that on (B)(6) 2017, the customer inserted a new infusion set and received a no delivery alarm. Blood glucose at the time of the alarm was 495 mg/dl, which he treated with the insulin pump. The alarm was resolved by changing the complete infusion set and reservoir. It was also reported that the customer had issues with the infusion sets not adhering and the site coming out. On (B)(6) 2016, the infusion set came out during the night, on (B)(6) 2017 he dropped the insulin pump and pulled the infusion set, on (B)(6) 2017 it was pulled by the refrigerator handle and on (B)(6) 2017 the site came out during the night. The reservoir was replaced. The product will not be returned.